Event description:
As reported during the procedure, both sheath tabs broke off. Artery forceps were used to finish peeling the sheath.

Manufacturer narrative:
Visual inspection of the returned sheath indicated both handles detached from the tube. Tube hole punch marks were visible below the handle. Only one half of the tube was returned. After molding the sheaths are 100% visually inspected to verify the hole punches are not visible below the handle. During manufacturing, sheaths are monitored and random samples are visually inspected for defects, dimensionally inspected for length, and destructively tested for handle integrity. During packaging, sheaths are 100% visually inspected for defects, including the presence of hole punches that are visible below the handle. While there are several contributing root causes, the likely cause of the handles detaching is due to improper tube placement during molding. The occurrence rate is within the acceptable occurrence rate per greatbatch medical risk documentation. Corrective and preventive actions are detailed in a CAPA e.g. Procedural improvements to the inspection process.